Event description:
A malfunction was reported with no notable events preceding it. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer in resetting the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to call back if the issue reappeared.